Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed oversensing signals prior to r-wave detection. No changes or interventions were performed. There were no patient consequences.